Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 22 mg/dl, which was treated with orange juice. The customer stated that she had been experiencing low blood glucose levels while sleeping. The blood glucose reading after treatment was 113 mg/dl. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. Nothing further reported.